Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed markings at the top seam under the hanger hole in both bags. Additional magnified inspection verified a small tear at the top seam under the area of the hanger hole in back of the bags. Functional testing was performed with tap water which revealed a leak at the affected area in both samples. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This issue was identified before product use. There was no patient involvement. No additional information is available.